Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient's representative regarding an external device. 97745 serial number (B)(4). The reason for call was since implant date the pts implant would not increment past 60% battery. Caller stated that they could have their implant be at 60% charging at excellent for 2 hours and the implant would not increment past 60%. Caller stated that the pt was having pain. During the call caller reset the controller and attempted to charge the implant. The implant was charging at excellent with a green flashing light. Caller mentioned that the controller battery was at 90% and the implant was at 60%. Caller will call back if issue persists.  Caller mentioned that pt lived in an assisted living facility.